Event description:
It was reported that the patient was experiencing discomfort due to migration of the implantable cardioverter defibrillator (ICD) in the pocket. It was noted that the patient had recently lost a significant amount of weight and the pocket was too large resulting in discomfort with movement. The pocket was revised and the device was moved to a more medial location. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.